Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using a dexcom g7 with the ilet system, with a lowest cgm reading of 66 mg/dl after a period of prior hyperglycemia, followed by a small meal and subsequent physical activity during which the user was not closely monitoring the pump; the user self-treated with oral carbohydrate (grape juice) and confirmed a higher value on a glucometer afterward. Symptoms included hypoglycemia. Outcomes included resolution after treatment with no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed insufficient information to link the event to a device malfunction or component failure, and circumstances suggest behavioral and physiological contributors including timing of meal announcement and unmonitored exertion. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.